Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. Medical records have been requested; however, they have not been provided at this time. Although the root cause of this event cannot be conclusively determined, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information becomes available, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with bioprosthetic aortic valve, implanted for approximately five (5) years, underwent a valve-in-valve procedure due to aortic stenosis. The procedure has not been scheduled. No additional information was provided.